Event description:
(B)(6) had a total left hip replacement on (B)(6) 2005. He received the depuy pinnacle acetabular cup size 58, a 36mm neutral metal liner, an 18 f xxl proximal sleeve, a standard femoral stem and a +3 srom femoral head. Prior to surgery, (B)(6) suffered from severe left hip degenerative disease. He suffered from femoral dysplasia and acetabular dysplasia secondary to legg-calve-perthes disease which he had as a child. On (B)(6) 2011, (B)(6) had complaints of fatigue and dizziness. On (B)(6) 2011, his chromium and cobalt levels were both slightly elevated. In (B)(6) 2011, he received a second opinion regarding the elevated metals and it was recommended that he have revision surgery. On (B)(6) 2011, he had a left total hip revision.